Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly a new cartridge was loaded, and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.